Event description:
A customer contacted beckman coulter (bec) to report a leak at the probe wipe of a coulter act diff analyzer after aspiration. The volume of the leak was about 8 ml. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the event. No injury or exposure was reported. No patient samples or results were affected.

Manufacturer narrative:
Bec customer technical support (cts) performed troubleshooting over the phone. The customer stated that the probe wipe was soiled with bloody residue. Cts instructed customer to soak the probe wipe in bleach and reattach the tubing. After performing this action, the customer stated that the instrument was running without any leaks. The cause of the leak is attributed to a soiled probe wipe. (B)(4).